Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia after dinner while using the ilet and subsequently measured a blood glucose of 340 mg/dl by fingerstick; the user performed an infusion site change without resolution, then discontinued the pump and transitioned to subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.